Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis was able to confirm the alleged issue, as the heatrise was 47 degrees f¿however it did not run hot during the first minute of testing but within 5 minutes. The temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: t1: 96 degrees f ¿ t2: 79 degrees f; therefore the housing was replaced as a result, along with the worn motor. Method: test for high temperature conditions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an indigo high speed otologic drill ¿heated up¿ intraoperatively in a 3-hour otology procedure on a (B)(4) male, weighing 150 pounds. The heat up occurred in under a minute, described as ¿transferring very fast¿. There was no reported patient/user impact or injury as a result of this event. Another drill was used to successfully complete the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.